Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) 2019, pst ice batch user (batch_ice) phone: (B)(6), complaint: (B)(4), complaint status: in process. Mdt initial contact: (B)(6), taken by: (B)(4), call taken by(B)(4) on (B)(4) 2019. Initial notes: I have a question. Today I was supposed to change my set. So, I changed it out and at the end when I fill cannula it errored out. It asked to change the time and I put in a new set then it said restarting basal. Incident date: (B)(6) 2019 bg unk inquired what led up to the complaint. Customer response: during fill cannula pump error alarms t/s per dop114-980. Pump error alarm that occurred: pump error 15, pump error 4 . Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: filling the cannula . Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Adv to check pump settings for accuracy. Pump is not a 670g with software version 3.18e or greater. Adv to review reminders menu and confirm if calibration reminder is on. Calibration reminder is set to off. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was recorded in daily history. Error table does not indicate the pump should be replaced. Adv to perform a self test. Test passed. Error table does not indicate that pump error alarm cleared active insulin. Adv to monitor the pump. Customer's outcome pertaining to the complaint: monitor additional notes: cust using pump sn (B)(4). Adv warranty good until 04/08/2022 also assisted with linking the meter to the pump cust's height (B)(6) and weight (B)(6), ship: nothing / return: nothing, country:(B)(6), city: (B)(6), input date: 02/02/2019 warranty start: 04/09/2018 warranty end: 04/08/2022, batch - ng1534431h.